Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he needed an MRI because a lead wire was loose. The patient needed the MRI to check the device so he could get it taken out. The patient stated he had tried using his programmer and recharger over the weekend and was getting the poor communication screen on both devices. Troubleshooting could not resolve the issue and the recharger was unable to communicate. The patient was directed to talk with their healthcare provider. The indications for use were spinal pain and chronic low back pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.